Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that the patients' left knee was being revised due to possible infection. The surgeon performed an I & d and swapped out the poly for the same sized insert.

Manufacturer narrative:
The patient is (B)(6). An event regarding I&d of a hematoma related to a triathlon knee system was reported. The event was confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: a review of the provided records by a clinical consultant concluded: "there is no evidence that this patient¿s clinical problems with post-operative hematoma and periprosthetic infection were related to prosthetic components¿ design, manufacturing, or materials." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot or sterile lot. Conclusions: review of the provided information by a clinical consultant and stryker's sterilization science group found no indication the reported infection was device related.

Event description:
It was reported that the patients' left knee was being revised due to possible infection. The surgeon performed an I & d and swapped out the poly for the same sized insert.